Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor of ophthalmology reported that the knives from a pak were blunt during surgery. The knives were in contact with the patient´s eye but there was no patient harm. The surgery was completed with a replacement knife. Additional information has been requested but not received to date.

Manufacturer narrative:
The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Evaluation summary: two opened knives were received with a foam protector in a blister for the report of blunt knives. The samples were visually inspected and were found non-conforming with a damaged tip and a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damage of the samples. Pictures of the packaged product were received and reviewed. No manufacturing defects can be observed. A review of the device history records traceable to the reported lot numbers indicates that the products were processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).